Event description:
It was reported that approximately 29 months after the implantation of six xience v stents in the proximal and distal circumflex and left main coronary arteries, the patient experienced chest pain radiating to the left arm and dyspnea. A functional ischemia study was positive. Angiography revealed total occlusion of the circumflex, left main and left anterior descending arteries and they were left untreated. Additionally, unspecified stents were placed into a non-target vessel. The patient was discharged with symptoms resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina, ischemia, and occlusion are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The other 5 xience v stents are each being filed under separate MFR numbers.